Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/04/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During ablation, the patient became hypotensive to 81/57 mmhg and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 340 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation summary: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products. Bwi concomitant products include: lasso catheter (us catalog # unknown, lot # unknown). Carto 3 system (us catalog # unknown, serial # unknown). Non-bwi concomitant products include: cook medical transseptal needle. St. Jude medical sl0 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During ablation, the patient became hypotensive to 81/57 mmhg and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 340 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a cook medical transseptal needle. A st. Jude medical sl0 8.5 french sheath was used. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the lasso catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.